Manufacturer narrative:
He device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. A clinical analysis indicated patient reportedly had a washout with revision during which a lgn ps high flex xlpe insert was explanted/exchanged due to an mrsa infection with symptoms of swelling and fever. No imaging, lab results, and/or operative reports were provided for inclusion in a medical investigation, therefore a thorough medical assessment could not be performed. It was communicated that the surgeon did not fault the implants (not a failure of the device). The patient impact beyond the reported insert revision due to the mrsa infection and accompanied symptoms could not be concluded. Should clinically relevant documentation become available, the clinical/ medical task may be re-evaluated. No further medical assessment is warranted at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of complaint history for the provided part revealed no prior complaints for the listed failure mode with the same batch number. A review of the risk management file and instructions for use document were reviewed. Factors and/or some potential probable causes that could include but not limited to patient factors, material biocompatility, malalignment, wear, osteolysis, and loosening. Without the return of the actual product involved and no patient medical records, our investigation of this report is inconclusive. Based on this investigation, the need for corrective action is not indicated. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation.

Event description:
It was reported that revision surgery was performed for washing due to swelling, fever, and (B)(6).